Event description:
The facility reported a colleague infusion pump with a channel a failure code 701:00. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the date was incorrect in the previous follow-up. It should have stated (B)(4) 2011.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a error code 701:00 was confirmed in the event history log and reproduced during product evaluation. The root cause was assigned to a faulty channel a pump head module. The channel a pump head module was replaced in order to correct this condition. Correction: confirmation of the problem was originally omitted.